Event description:
It was reported that the ventilator stopped during patient treatment and generated two technical error codes. The error codes indicate an open safety valve and a power failure. There was no patient harm. (B)(4).

Manufacturer narrative:
Further information regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Manufacturer narrative:
The ventilator was investigated on-site. The expiratory channel printed circuit board was found to be defective, and was returned for investigation. The ventilator logs were downloaded. Eval of the ventilator logs confirms that two technical alarms were generated. One indicates that the safety valve is open when I tis expected to be closed, and the other indicates a power error - that the 24v signal is under 21.5v. It can also be confirmed that there was a stop of ventilation, and that several audible and visible alarms were generated shortly after the technical error codes. Electrical measurements on the printed circuit board showed that the failure was related to a short circuit of a capacitor. Our conclusion is that the reported stop of ventilation and generated technical error codes were caused by a short circuit of a capacitor on the expiratory channel printed circuit board. Several visible and audible alarms were generated when the ventilation stopped.